Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery (rca). A 3.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, the shaft was broke upon introducing the device. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.